Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that the guide wire felt as if it is losing hydrophilicity during use resulting in resistance with balloons and stents in the procedure. Factors that may contribute to a perceived loss of hydrophilicity / resistance with other devices include, but are not limited to, inner diameter of the device, outer diameter of the guide wire, device support, buildup of procedural contaminants, polymer damage, challenging anatomy, and/or damage to the device or guide wire core. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat a de novo lesion in the descendent posterior artery with moderate calcification and moderate tortuosity. The ht bmw universal 190 cm guide wire (gw) was used in the procedure; however, the gw felt as if the gw was losing hydrophilicity during use resulting in resistance with unspecified balloons and unspecified stents in the procedure causing the gw to become stuck. There was no adverse patient effect reported and no clinically significant delay reported in the procedure. No additional information was provided.